Event description:
It was reported that during a lap gastric procedure, the clips would not tighten down. It is unk how they completed the procedure. No pt consequence.

Manufacturer narrative:
Date sent: 06/10/2008. Info anticipated, but unavailable at this time.